Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, while attaching the fenestrated bipolar forceps instrument, the joint remained bent instead of straightening. It was confirmed that a piece had detached from the joint. The procedure was completed with no reported injury.